Manufacturer narrative:
The insulin pump no button response on the act button due to unlocked keypad flex connector on the lcd board. Unable to displacement test, rewind, basic occlusion test, occlusion test, prim test and excessive no delivery test or test the suspend feature due to no button response. However, the insulin pump passed the operating currents measurements, off no power test, self-test and a21 error test. The insulin pump was received with minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis and high blood glucose; she was in the ICU at the time of call. The patient's blood glucose at the time of incident was 230 mg/dl. The patient's current blood glucose is 118 mg/dl. The customer had treated with the insulin pump. The incident began two weeks ago when the act button was having issues; the customer suspended the insulin pump on wednesday night, and she thought she took it out of suspend but she did not, which caused her blood glucose to increase and diabetic ketoacidosis to set in. The customer was without insulin for twelve hours. Troubleshooting then occurred for the keypad anomaly and the customer did not recall any significant events that led to the act button unresponsiveness. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.